Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s foley catheter had turned green, which the nurses reported they had never seen before. Although the patient did not experience any pain or discomfort, the nurses struggled to remove the catheter. The patient was then taken to hospital, where a consultant also attempted to remove it. Only 1x has been trialed out of the 3 sent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s foley catheter had turned green, which the nurses reported they had never seen before. Although the patient did not experience any pain or discomfort, the nurses struggled to remove the catheter. The patient was then taken to hospital, where a consultant also attempted to remove it. Only 1x has been trialed out of the 3 sent.